Event description:
It was reported that during a greenfield filter placement procedure, the filter failed to open properly. The intended purpose of the filter was for protection against blood clots located in an unspecified popliteal vein. The cause of the blood clots is unknown. It was noted that the popliteal vein provided a "good landing site" with no tortuosity and an "open area" for filter deployment. An unspecified 12fr introducer sheath was placed. Prior to attempting filter deployment, the dilators were adequately employed. The 12fr greenfield femoral titanium filter was advanced to the popliteal vein without difficulty. It was noted that there was no difficulty or resistance upon deploying the filter, however, following deployment, it was noted that two of the filter's legs were "tightly intertwined". In an attempt to untangle the legs, the physician "tapped" on the intertwined legs with the deployment device, but was unsuccessful in untangling them. The physician advanced a snare device and was able to grasp all of the filter's legs within the snare, however, upon attempting to remove the snare and filter, the filter was unable to be withdrawn through the sheath due to the bulk of the snare and filter combination. The filter was left in the groin and the patient was transferred to the operating room where a surgical cut-down was performed. Upon removing the filter from the groin, a small tear was made in an unspecified vein which was surgically repaired without further complication. No further intervention was performed at this time. Approximately 4 to 5 hours later, the patient was brought back to the cath lab where another manufacturer's embolic protection filter was advanced through the opposite groin and successfully placed. It was noted that the patient is currently adequately protected and is "doing fine with no complications".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.